Event description:
It was reported that during a procedure the esep safeair pencil activated without pressing any buttons by the surgeon. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.